Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address dislocation. Doi: (B)(6) 2011 - dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product lot codes required were not provided. A review of the x-rays finds the positioning of the acetabular cup appears placed with both more vertical abduction angle and less version angle than recommended by surgical technique. This mal-positioning can be a contributing factor in device dislocation. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. B. It was communicated that no additional information would be made available. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.